Event description:
The field service rep (fsr) reported during preventative maintenance of the device, the unit was loosing power intermittently. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed. When the main power cable was flexed it would power cycle the unit. The field service rep (fsr) checked the continuity of the wires and found the hot lead on the power cord was electronically opened. The fse stripped back six inches of the power cord that had the discontinuity and reconnected the cord to the unit. The unit then operated to MFR's specs. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.